Manufacturer narrative:
Device evaluation of the battery charger has been completed. The reported problem (charger problem) has been confirmed. Upon investigation the battery charger was resetting. The cause for the failure was isolated to shorted q201 and q202 transistors on the pca. The root cause for the shorted q201 and q202 transistors could not be positively identified. No adverse event resulted from the damaged charger. Device evaluation of the battery has been completed. The reported problem (battery faults) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause for the loose bus bar could not be positively identified. No adverse event resulted from the damaged battery. Device manufacture dates: battery: 02/21/2020. Charger: 09/27/2019.

Event description:
A us distributor reported that a patient was receiving battery faults and had a charger problem.